Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thorascopic wedge biopsy procedure, at the step of parenchyma resection, after firing the device successfully four to 5 times, the device would not fire any more with the reported reload. A new handle and reload was opened to continue the case. There was no patient injury.